Event description:
Hcp found that the "low battery" alarm was occurring on the programming printouts. Pt was experiencing more pain and developed withdrawal symptoms. Hcp replaced pump and pt is recovering from the surgery and is now receiving good relief of pain with new device.